Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely depressed calcium_2 (ca_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse found the dilution mixer impeller was not aligned with the cuvette and the sample probe was leaking. During this visit, the cse replaced the dilution mixer assembly, the sample probe pump valve and inlet valve. The harness was rerouted, and the photometer was checked. Adjustments, an autocheck and precision testing were performed and the autocheck and precision tests recovered acceptably. Siemens further evaluated the event and concluded that instrument related issues potentially contributed to the falsely depressed ca_2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely depressed calcium_2 (ca_2) result was obtained on a patient sample on atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the same atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca_2 result.